Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient mentioning their recharging issue previously reported. They noted that they woke up from their recharge session with it hurting and burning on their skin where the recharge antenna was. The patient stated that they did not know the ins had been charged already and they didn¿t need to fall asleep with the charging belt on. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cords stimulation. It was reported that all of a sudden, the patient was not feeling stimulation. Patient was not sure if neurostimulator (ins) was recharged. Patient stated feeling burning while taking a nap and having recharger on skin. Patient reported unable to get coupling boxes on recharger screen. During the call, patient could not find programmer and did not think she was given one. During call, patient was able to get 2 coupling boxes and ins full screen came on. Patient was going to contact manufacturer's representative regarding programmer and recharging. Patient services also emailed rep. Additional information was received from the consumer. The consumer called back to let patient services know that the patient was able to get it going and is in heaven now. No further complications were reported/anticipated.